Manufacturer narrative:
F10 - device code "1267?" Was filled in along with "path report says "intact". Device labeling statement: 1267 - y. 1761 - y.

Event description:
Report alleges pt had bilateral capsular contractures of the breast with silicone disease and pain in her joints. Report also alleges pt's surgeon felt her right implant was bleeding gel with the outside saline envelope empty; however, pathology report showed both implants to be intact.